Event description:
Walker broke, pt fell on his right elbow on cement floor. Pt still unable to use right arm. The right hind leg of the walker broke between the wheel and the top brace. On right hind leg the break was clear and clean. There was no reason for it to break. Although it took 15 days to replace the walker, the supplier did supply a replacement. Because they said their loaner was out; so pt could not get around as he cannot walk without the help of a walker. Rptr tried to explain to the supplier and they did not seem to care. (*)